Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain 3 of 5 of peritoneal dialysis therapy. It was determined that the patient drained 3616ml which is 1416ml greater than their maximum prescribed fill volume of 2200ml. A technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date - 2006. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of this event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.